Manufacturer narrative:
Device display properly and no missing segment or partial display anomaly noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window, cracked battery tube threads, the reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had scratches on screen getting in the way of reading the screen, battery housing cracked barely holding on, random no delivery alarms and sensor slow connection. Customer's blood glucose value was unknown. Customer declined to report to 24 hours helpline technical support department. The device will not be returned for analysis.